Manufacturer narrative:
The date of the event was reported as an unknown date "occurring for the past year". The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. The event occurred when the device was turned on.. There was no patient involvement. No additional information is available.